Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, software version: 1.3.0. Software analysis was completed based on the information available and determined that a software issue was confirmed. The reported event results from a software malfunction. Codes b17, c10 and d18 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system. It was reported a medtronic software test engineer noted there was a warning missing for exam with greater than 2mm slice spacing in CT + fluoro procedure. The reported issue was discovered during development and had been confirmed to exist in the released software application. It was noted this issue was found on a verification and validation (v & v) system. There was no patient involvement. 2021-jan-25 e1 (rep): no new information.